Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician tested the unit and discovered that the unit had a faulty flow valve. The service technician replaced the flow valve to address the reported issue and sent the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to duplicate the reported issue. During initial bench testing, the flow valve was installed into a test ventilator and the flow valve failed for low out of specification tidal volume measurements. The flow valve also failed the service ltv flow valve assembly test procedure for lower than expected flow. Visual inspection did not reveal any anomalies; but further testing found the flag of the black optical disk had drifted out of specification; readjusted and reseated the flag and found the flow valve was working normally and within specification. Carefusion scrapped the flow valve.

Event description:
It was reported to carefusion that the unit was delivering a lower than expected amount of tidal volume. There was no patient involvement associated with this complaint.